Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-71645.

Event description:
It was reported that the customer received a signal that the insulin was not delivering. Customer stated that as soon as the cylinder was changed, it was okay. Customer has to change the cylinder more often now. Customer changes it every 2-3 days. Customer had a no delivery alarm last week. Customer was advised to do a complete set change as soon as possible when the issue occurs. Customer does not want to return the set or reservoir for analysis. Customer declined out of warranty loaner pump. Customer also had a lot of scratches on the lcd screen. Customer mentioned having surgery last year and does not know if it was due to the pump or not. No further assistance needed.